Manufacturer narrative:
New and corrected information: report type, outcomes attributed to adverse event, describe event or product problem: this is a follow up to report the information received indicated the consumer was diagnosed with tss. A follow up is required to add the adverse event. Product was updated to u by kotex unknown super with no recall. Brand name, manufacturer, model number, contact office and manufacturing site, type of report: follow-up 1 type of reportable event,, follow-up type, patient code, remove recall, remove recall number. Additional narrative: a brand name, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a follow up to report the information received indicated the consumer was diagnosed with tss. A follow up is required to add the adverse event. Product was updated to u by kotex unknown super with no recall.

Manufacturer narrative:
The information provided in this MDR represents known information at this time. No lot code information was provided and therefore an investigation could not be completed at this time. Kimberly-clark has reached out to the reporter to request further consumer information including product information and situational details.

Event description:
The information provided was for a u by kotex sleek regular tampon that came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced infections, vaginal irritation, other symptoms and went to a physician for treatment.